Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports there a pt acquired an infection with a dialysis catheter in which was obstructed. Additionally, the customer reports issues related to catheter in-growth. Although the catheter was in for several weeks, it could easily be pulled out with no resistance. It was observed that it was not fibrous and its cuff presented a gelatinous aspect. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.